Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (model zxr00 +16.0 diopter), the patient's vision did not improve beyond 6/36 (visual acuity pre-operative: 6/9). The lens was explanted in a secondary procedure and a new symfony lens (model and diopter unknown) was implanted as a replacement. No incision enlargement, no sutures were used and no vitrectomy was performed. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.